Manufacturer narrative:
(B)(6).

Event description:
It was reported that during shoulder arthroscopy the suture anchor broke. All pieces were removed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 5.5 twinfix ultra pk anchor assembly, used in treatment, has not been returned for evaluation, however photographs were supplied. Examination of the photographs confirmed the reported complaint. The photo showed four devices, all of which show four device anchors broken at the suture eyelet. From the information provided, the anchors broke during insertion. An exact root cause cannot be determined with confidence with the limited clinical information provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.